Event description:
The pt called lfs alleging their surestep enhanced meter was prompting the battery icon. Pt had been feeling tired during the time of concern. No attempt was made to test with the meter. They did contact a medical professional for advice; however, no other treatment was sought. The customer service representative discovered that the pt had replaced the battery 1 week prior to calling lfs. The meter would only prompt the battery icon. Pt's meter and control solution were replaced. The pt neither alleged harm nor experienced injury. Based on the info supplied by the pt, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting.